Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving two separate products; associated MDR # 1225714-2014-03019.

Event description:
The plaintiff's attorney alleged that the pt experienced a cerebrovascular event on (B)(6), 2011 after the use of the product.